Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system live monitor went black and is showing no image; the indicator light on the monitor is light green. Upon inspection, fse found there was an issue with monitor and dvi connector. Fse replaced the monitor and dvi connector. After replacement the system was returned to good working condition.these codes were updated based on investigation outcome.evaluation method code was corrected.

Event description:
It was reported to philips that the live monitor went black live monitor, indicator light is on but the monitor was not showing image. The device was inside clinical use at the time of the event. No patient harm was reported. Philips has started an investigation of this complaint.